Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and (B)(6) 2010 and mesh product were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency and urinary tract infection. It was reported that the patient underwent cystoscopy with hydro distention, removal of anterior vaginal wall mesh, vestibulectomy with vaginal wall advancement on (B)(6) 2013 by dr. (B)(6) due to dyspareunia, vestibulitis and interstitial cystitis. No additional information was provided.